Manufacturer narrative:
The technician replaced all brake casters, the steering module and the hex rod assembly to resolve the issue.

Event description:
The technician alleged that when brakes are applied, the brake caster would swivel. No patient impact.